Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that it was confirmed the apollo catheter ruptured during onyx injection.

Manufacturer narrative:
Continuation of d10: product ID 105-7000-060 (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter ruptured during onyx 18 injection. The patient was undergoing partial embolization of left frontal lobe arteriovenous malformation. The accessed vessel was the femoral artery with a diameter of 4.1 mm. It was noted the patient's vessel tortuosity was severe. It was reported that interventional treatment was performed via arterial approach; the "pressure cooker" technique was used during the operation; embolization was performed through two arteries. After replacing the 8f sheath, the 7f envoy was placed in the left internal head artery rupture segment for angiography and the working angle was selected. The soic microcatheter was first pushed to the distal branch of the left middle cerebral artery supplying artery with the assistance of the hybid 0.007 micro guidewire, as close to the malformation mass as possible. Manual push angiography in the microcatheter confirmed the blood supply artery branch of the malformation mass; the echelon-10 microcatheter was first guided to the distal branch of the left middle cerebral artery blood supply artery under the assistance of the hybid 0.007 micro guidewire and as close to the malformation mass as possible, and the spring coil was filled to form a proximal "pressure cooker". With the same method, the apollo microcatheter and the echelon-10 microcatheter were respectively used in another artery under the guidance of the hybid 0.007 micro guidewire to the branch blood vessel of the left anterior cerebral artery and as close to the malformation mass as possible. Tongqiaofeng 1.5/4*2, 2/8*1, and spring coil were filled through two echelon-10 microcatheters to form a plug respectively. Under the blank roadmap, the soic microcatheter and the apollo microcatheter were alternately and slowly injected with onyx18. During this process, the apollo microcatheter burst. So a new microcatheter apollo was replaced and the glue was injected smoothly. The glue diffused from the blood supply artery into the malformation mass. Angiography was performed several times during the operation to understand the malformation mass, normal artery and drainage vein. The angiography showed that the malformation mass was completely embolized, the arteriovenous fistula was not developed, and the drainage vein was not developed earlier, and a total of about 3.2 ml of onyx18 was injected. No bleeding was found on dynact. The treatment system was removed, and the puncture point was compressed with a compressor to stop bleeding, and the operation was completed. The sheath was removed and the puncture point was bandaged with pressure. After waking up from anesthesia, the endotracheal tube was removed and the patient was returned to the ward safely. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f terumo puncture sheath, 8f 7fenyoy sheath, hybid 0.007 barter guidewire, tongqiaofeng spring coil 3 pieces, 105-7000-060 liquid embolic 3 boxes.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic bio-pouch. Damage location details: no damages were found with the apollo catheter hub. The apollo catheter body was found ruptured at ~19.0cm from the catheter distal tip. The distal tip was found intact and in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed. Catheter rupture can occur during injection when the distal portion of the catheter is kinked, prolapsed, or occluded. The event was reported to have occurred during onyx embolization; however, no evidence of onyx was found with the returned apollo catheter. Further clarification on the exact sequence of events is required to determine cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the rupture was not determined. The lot #'s of the 3 boxes of onyx used could not be traced due to time reason. Onyx did not solidify due to the long time.